Event description:
It was reported that the left ventricular lead was attempted, but not implanted due to the patient's anatomy. It also was reported that there were no performance issues with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was found in/on the distal conductor(not obstructed).